Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that surgeon was doing a right primary knee surgery on patient. Surgeon prepared metal backed patella with appropriate metal backed drill bit and implanted patella into bone. Surgeon lifted on patella button and it dislodged immediately. Surgeon then elected to cement an all poly construct patella and completed the case. There was no surgical delay or adverse consequence to patient.

Manufacturer narrative:
The patient is (B)(6). An event regarding a seating issue involving a triathlon patella component was reported. The event was not confirmed. Visual inspection revealed the returned patella component was inspected and appears to be undamaged. Some of the pa coating has been worn off the fixation pegs, most likely during the attempted implantation. The poly articulating surface appears undamaged. Dimensional inspection was carried out on location of the fixation pegs and was determined to be within specification. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Based on the findings of the dimensional inspection, it appears that the reported device did not contribute to the reported seating issue. Other factors such as patient bone quality, instrumentation used and application of these instruments may have contributed to the route cause for this event.

Event description:
It was reported that surgeon was doing a right primary knee surgery on patient. Surgeon prepared metal backed patella with appropriate metal backed drill bit and implanted patella into bone. Surgeon lifted on patella button and it dislodged immediately. Surgeon then elected to cement an all poly construct patella and completed the case. There was no surgical delay or adverse consequence to patient.